Event description:
A pt had underwent a lead and device battery replacement surgery. The pt was noted as not having been programmed yet. Prior to the device replacement surgery, impedance measurements greater than 2000 ohms were seen on all unipolar pairs. A reading of greater than 12 microamps was also noted. The pt was receiving good therapy prior to the device replacement surgery. The pt's outcome was not reported. Add'l info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).